Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly, the battery gauge decreased from 75% to 10%. The customer's blood glucose level was 133 mg/dl. Review of the pump data logs by tandem technical support showed the pump battery depleted from 85% to 5% within one day. Reportedly, the customer will continue using the pump for insulin therapy and had manual injections available as alternate therapy.